Manufacturer narrative:
Stryker advised the customer that their device is not field-serviceable and is no longer under warranty. Stryker recommended that the customer remove the device from service and a replacement device be obtained. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not serviceable.

Event description:
A customer contacted stryker to report that their device would not recognize the therapy cable being connected and had displayed abnormal energy message. As a result, defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.